Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found (B)(4) lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2015 due to peritonitis. The patient was treated with vanco 2gs weekly (and continuing). The patient was discharged on (B)(6) 2015 and still being treated. The patient's effluent had no growth so at the time of this report they were unable to determine the cause/source of the peritonitis.

Manufacturer narrative:
Medical records were received and reviewed. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
The patient presented to a hospital's emergency department febrile with intractable nausea and vomiting, headache, abdominal pain that had started three days prior, was admitted to the hospital, was diagnosed with peritonitis, hypokalemia, and was initiated on vacomycin and ceftazidime via intraperitoneal route. During examination on (B)(6) 2015, it was revealed that the patient had some crusting and mild serosanguinous drainage from the tenckhoff exit site. The patient reported a complaint of right upper and right lower extremity weakness that started one month prior, and the complaint of abdominal pain was described as tenderness mostly in the right lower quadrant than on the left. On (B)(6) 2015, the event of intractable nausea and vomiting and abdominal pain completely resolved. As of (B)(6) 2015, the patient was discharged from the hospital in stable condition to home.